Manufacturer narrative:
A follow-up will be sent if new information is retrieved.

Event description:
The three items are assembled for ulna shortening surgery. The screw that holds the cutting guide in place got stuck. Description of the incident: the scrub nurse placed the jig together under the sales rep's supervision. The surgical technique was followed. During surgery, the team realised together that the saw guide would need to be on the other side of the "basic element" for access purposes and therefore was moved over. The surgeon then attached the plate and assembly to the bone. The saw guide was sliding as they tried to use the saw. The team tried to tighten the screw to lock the mechanism without excessive force, but it was still sliding. The screw was stuck in place and a decision was made to abandon the surgery with the plate in place, which was later completed the following week using another set. Health effects: delay of surgery by 1.5h and return for additional surgery. Pain.